Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com complaint conclusion it was reported the by customer that a 6/7f mynxgrip vascular device (vcd) failed to deploy. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was observed on the catheter shaft, approximately 127 mm from the balloon proximal bond with no exposure to blood. The sealant sleeve remains in manufactured position. The advancer tube was found inside the shuttle cartridge tubing. The condition of the returned device indicates that the shuttle may have been detached from the black handle which resulted in the sealant being deployed prematurely. The shuttle cartridge and the handle engagement was inspected for anomalies that may have caused the displacement. No anomalies were observed. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1707902 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as ¿failure to deploy¿ was not confirmed due to the condition in which the unit was received for analysis. However, a ¿shuttle displacement¿ was confirmed and the event experienced by the customer might have been caused by shuttle being detached from the black handle which resulted in the sealant being deployed prematurely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore no corrective or preventive actions will be taken at this time.

Event description:
It was reported the by customer that a 6/7f mynxgrip vascular device (vcd) failed to deploy. There was no reported patient injury. The product is available for return.